Event description:
During heart catheterization in cath lab #2, merge was not reading the patient¿s pressure - the merge showed pressure "nc". No harm occurred to the patient. Backup hemodynamics were being monitored via anesthesia monitor.